Event description:
During a ptca procedure, the maverick otw ptca catheter balloon ruptured at 7 atms on the initial inflation. The lesion being treated was a very calcified lesion in the right coronary artery (rca). All concomitant using products were unk. The maverick otw ptca catheter balloon was being used to pre-dilate the lesion for placement of an unk stent. The procedure was successfully completed with another device. No pt injuries or complications were reported. Pt status is reported as 'okay'.